Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - h6 (type of investigation)

Event description:
N/a

Manufacturer narrative:
Postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that with the sensation plus 50cc catheter, the physician was unable to pass the balloon through the sheath and kinked two balloons. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4 d9 e1 event site mail, g3 g6 h2 h3 h6 type of investigation findings investigation conclusions h11. Corrected field e1 initial reporter name no decon or visual inspection performed since product was not returned and could not be evaluated therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released the trend review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.